Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Note: initial reporter information (B)(6). Concomitant medical products: 275cc mentor memorygel breast implant catalog: 3542751 lot: unk serial number: unk. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation surgery with a 275cc mentor memorygel breast implant experienced left sided rupture post procedure. As a result, patient underwent bilateral removal and replacement with 350cc mentor memorygel breast implants on (B)(6) 2019.

Manufacturer narrative:
The device reported in this complaint was manufactured in leiden, netherlands. The leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Therefore, events that involve these devices would not need to be reported as mdrs. The initial report was submitted in error. No further reporting will take place. Manufacturer contact fax number: (B)(6). Manufacturer site phone: (B)(6). Manufacturer site fax: (B)(6). Manufacturer¿s reference number: (B)(4).